Manufacturer narrative:
Technician replaced worn three brake casters and one worn brake/steer caster to resolve. There was no patient impact.

Event description:
Technician alleged, he found stretcher located in storage area with brakes that wouldn't hold.